Event description:
The catheter was inspected prior to insertion. At approx 9:00 am, under ultrasound guidance, a needle and guide wire were placed in the right internal jugular vein. Wire placement was confirmed after needle removal. Catheter inserted via normal process without problems of resistance. After placement of line, a mean venous pressure of 65 was noted. Pt was noted to develop central cyanosis with distended veins in the thorax and neck. The catheter was removed and pressure applied. Ultrasound of site showed no hematoma. Tee was normal, cxr showed no pneumothorax. At approx 11:30 am it was noted that pt was not moving his left side. Pt was diagnosed with right middle cerebral artery infarct with left hemiplegia.